Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shock therapy while doing manual labor. It was noted that myopotentials and noise were sensed on the discrimination channel and led to a false diagnosis of ventricular tachycardia. The inappropriate shock induced true ventricular tachycardia and the device failed to convert the patient's rhythm back to sinus. The patient was externally converted in the emergency room. Programming changes were made. Defibrillation threshold testing was successful. The patient was in stable condition.

Manufacturer narrative:
The reported event of inappropriate therapy due to myopotentials and noise was confirmed. Based on the review of the records provided, the device performed as per design. The therapy was delivered due to oversensing of emi.